Event description:
A scan timeout error was received with the adc device and customer was unable to obtain readings. As a result, customer experienced "low blood pressure", fevers, dizziness, and "could not get up" and was unable to self-treat, requiring third-party administration of banana and "something sweet to drink" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) based on returned product download. Section d4 (expiration date) and h4(device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination).  Attempted communication between returned sensor and known good reader. The reader successfully communicated with the returned sensor. No scan timeout error message was observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan timeout error was received with the adc device and customer was unable to obtain readings. As a result, customer experienced "low blood pressure", fevers, dizziness, and "could not get up" and was unable to self-treat, requiring third-party administration of banana and "something sweet to drink" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: extended investigation for the reader has been added. Extended investigation has been performed and there was no indication that the product did not meet specification. The reader was not returned and a valid serial number was not provided. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan timeout error was received with the adc device and customer was unable to obtain readings. As a result, customer experienced "low blood pressure", fevers, dizziness, and "could not get up" and was unable to self-treat, requiring third-party administration of banana and "something sweet to drink" for treatment. There was no report of death or permanent impairment associated with this event.